Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to motor gearbox jammed. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery, displacement a21, tests due to constant motor error alarm. No unexpected restart or a35 alarm noted during our testing. Unable to verify low battery or off no power alarm noted during to constant motor error alarm. The insulin pump has a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump showed that is was running low of insulin, alarmed motor error, the battery died, received an error and the settings were deleted. The blood glucose reading was 40 mg/dl. The customer declined troubleshooting for the low blood glucose levels. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.